Manufacturer narrative:
The customer¿s report of a hole in the tubing was confirmed. The set was visually inspected and a tear was noted on the silicone tubing segment distal to the upper fitment¿s retainer ring. Inspection of the silicone tubing under magnification revealed the tear extended approximately 2/3 around the tubing. No crush marks or damage were observed on either the upper or lower fitment. Functional testing was not performed due to the obvious damage. The root cause was not identified but the vague report of a defect was identified as a tear in the silicone tubing distal to the upper fitment.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that IV tubing either had a broken port or a leaking port or ballooning. Specific event information was enclosed in the container shipped by the customer and has not been received yet so full details of the event are unknown. No patient harm reported.